Manufacturer narrative:
(B)(4). The device was returned with no cardboard carton, sleeve, blister pack or foams. The pouch and implant were returned with the following observations recorded: one puncture hole in pouch. Various small indentations and scratches. Labelling clear, with no damage. No damage around pouch seal. A review of the manufacturing history records confirms no abnormalities or deviations reported. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was discovered during a knee procedure that the sterile package was damaged. Another device was used to complete the procedure, no delay reported.